Manufacturer narrative:
Catheter model#8709sc, serial #(B)(4), implanted: (B)(6) 2011, explanted:unk. (B)(4).

Event description:
It was reported there was difficulty accessing the center port. A flipped pump was confirmed. They were not able to fill the pump but did program the pump reservoir volume to 40ml. The low reservoir alarm was set to sound on (B)(6) 2012 before the pump was updated. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a computational tomography scan was done and it was discovered that the pump was "sort of on it's side."